Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that the blood pump rotor pin cover/sleeve was loose and was cutting into the blood tubing lines and creating blood loss during the end of a hemodialysis (hd) patient's treatment. The bmt could not confirm the volume of blood lost. A replacement blood pump module was issued. The machine had 17,085 hours. Upon follow-up, the bmt stated that they replaced the blood pump rotor to resolve the reported issue. The bmt confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The bmt stated that the patient's blood was not rinsed back, and the patient experienced blood loss as a result of the cut blood pump tubing line. The estimated blood loss was unknown. The bmt could not confirm if there were any alarms prior to the reported event. The machine was returned to service, and the component was available to be returned for manufacturer evaluation.

Event description:
A biomedical technician (bmt) reported to technical support that the blood pump rotor pin cover/sleeve was loose and was cutting into the blood tubing lines and creating blood loss during the end of a hemodialysis (hd) patient's treatment. The bmt could not confirm the volume of blood lost. A replacement blood pump module was issued. The machine had 17,085 hours. Upon follow-up, the bmt stated that they replaced the blood pump rotor to resolve the reported issue. The bmt confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The bmt stated that the patient's blood was not rinsed back, and the patient experienced blood loss as a result of the cut blood pump tubing line. The estimated blood loss was unknown. The bmt could not confirm if there were any alarms prior to the reported event. The machine was returned to service, and the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. The returned rotor has a missing sleeve (guide sheave) on one of the rear guide pins. There are ¿unknown substance¿ on the other rear sleeve. All four guide pins have signs of debris. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. There were no discrepancies with the other guide sleeves during testing. The complaint event of loose rotor guide pin is being addressed by CAPA# 1538514. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed.